Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates surgery took place on (B)(6) 2020 wherein two leads were added at c4-c5 and the existing lead remains implanted and not used. Effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.